Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The device exhibited right ventricular (rv) oversensing. Programming changes were suggested. No changes were made at the time. Patient was stable.